Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised due to disease progression.